Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, sepsis and subsequently died. The peritonitis was manifested by cloudy effluent and abdominal pain. The treatment for the peritonitis included vancomycin and fortaz (intraperitoneal, doses and frequencies unknown). The patient's health was declining with the treatment of antibiotics and they were hospitalized for the reported event the day after the onset. The cause of the peritonitis was unknown. The patient ended up becoming septic and was treated with additional unspecified antibiotics (doses, routes and frequencies not reported). The pd therapies were discontinued and the patient was placed on hemodialysis. The patient progressively got worse and they died while in the hospital. The cause of death was not reported. An autopsy was not performed. No additional information is available.